Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2.reference MFR report: 1627487-2015-10319.the patient reported one of his peripheral leads (off label use) was eroding through his skin causing discomfort. The patient underwent surgical intervention where both leads were removed and the ipg was left implanted for possible future use.